Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the luer lock was separated from the tubing. The reported condition was verified. It was determined that the cause of the leak was a separation between male luer and tubing on tail end. It was noticed that there was an excess of solvent on the unions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set with three luer activated valves "fell apart at the site". This occurred during infusion by the set into a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.